Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Insulin pump received with unexpected battery power loss shown in power graph and had high sleep and active current due to corroded electronic assemblies.

Event description:
Information received by medtronic indicated that insulin pump had replace battery now alarm. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now with a low battery warning. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The insulin pump will be returned for analysis.